Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section d information references the main component of the system. Other relevant device(s) are: h3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 3243 h6: FDA conclusion code(s): 67 product event summary: the full delivery system was returned, analyzed, and no anomalies were found. The delivery system outer shaft was kinked/buckled. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the flush tube of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. The tine of the device is twisted in the device cup with blood on the tines, the device was deployed and recaptured and the tine of the device returned to normal state in the device cup. During flushing it was noted that there were a lot of clots flushed from the delivery system, however it did flush normally both from the flush lumen and from between the inner and outer shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, mc1vr01-delsys / expiration date: 28-jul-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes dev rtn to MFR? Yes, return date: 11-jun-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 04-feb-2020, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds during multiple deployments. It was noted that post-implant attempt the patient experienced bleeding from groin. An artery and vein repair was done. The leadless ipg was not used and was replaced. No further patient complications have been reported as a result of this event.